Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to excessive use. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a chipped lens. Furthermore, the following additional issues (non-reportable) were identified during inspection: corrosion near pin and fluid leak from the light guidepost, scope was received without protective tube, dirt in objective unit, debris under distal cover glass, and debris in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of "cracked" issue found during reprocessing. There was no patient harm or user injury reported.